Event description:
On (B)(6) 2010, patient reported she began to experience blood glucose readings between 200-400 mg/dl over the past 3 days. Patient stated her blood glucose was 431 mg/dl this morning, she disconnected from the infusion device and began injection therapy but her blood glucose remains elevated. Patient's normal blood glucose range is 100-150 mg/dl. Patient reported she has had a "head cold" since last weekend. Patient stated no error or alerts have displayed on the infusion device. Patient reported she experienced a lot of bleeding at her infusion site; two infusion sites ago. Patient stated this occurred within the past 3 days when she has experienced the elevated blood glucose. Had patient disconnect from the infusion site and attempt a prime; insulin immediately came out of the infusion tubing. Patient reported she has been trying to "eat right" for the past month. Assisted patient with changing her infusion tubing. Troubleshooting did not find any product issues. Advised patient to contact her doctor for advice on her elevated blood glucose. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
Conclusions: no product will be returned for evaluation.